Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was not receiving any cgm readings due to error messages. It was reported that the error messaged were not long, around 30 minutes but reappearing. At some point the patient lost consciousness. An ambulance was called and the patient was treated with glucose tablets and taken to the hospital. There she was treated with IV glucose. At the time of the report the patient was still feeling exhausted. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.